Event description:
It was reported to boston scientific corporation on september 17, 2009 that a wallflex biliary rx partially partcovered stent system device was used during at stent placement procedure on (B)(6), 2009. According to the complainant, during the procedure, the wallfex stent was partially deployed 2 cm and then became "blocked" and would not deploy any further. The physician was unable to recapture or deploy the stent completely. The physician removed the stent and was also unable to deploy it outside the patient. The procedure was not completed since another device was not available. Another procedure had not yet been scheduled. The patient's condition at the conclusion of the procedure was reported to be "ok", since although the stent was not successfully placed, the bile duct was drained. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received by this manufacturer. However, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).